Event description:
A 75mm linear cutter ref tlc75 from ethicon. When using this product, the product did not fire a stapler as intended. "The cutter stopped halfway and did not allow for a full discharge" a second 75mm linear cutler was opened and had the same error. Md stated, "yes, there was injury to the patient, as 10cm more bowel had to be resected than could have been". Reference report: mw5157720.